Manufacturer narrative:
Suspect medical device common name - hemostatic device for endoscopic gastrointestinal use and product code - qau. Continued: initial reporter; occupation: unknown. Continued 510k k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. There was difficulty deploying the powder. Our attempts to collect additional information regarding patient outcome were unsuccessful. The complaint stated the patient did not experience any adverse effects. It is unknown if the patient required additional medical procedures due to this event.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. There was difficulty deploying the powder. Additional information received on 20-july-2021 states that a clip was already applied. The hemospray was already applied as a second modality. Hemospray was activated as normal and was deployed onto the bleed without any difficulty. The whole device was withdrawn from the scope and the procedure was continued and then the physician decided to apply the hemospray again. The device was re-advanced into the scope. After they completed that, there was no powder deployment or sound of the carbon dioxide (co2) moving through the device (there was no response). It seemed the co2 was empty at that point. It is unknown if the device was deactivated, the nurse was not certain. It was decided that the hemospray that was already applied was adequate and nothing further was needed to manage the bleed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d2a & 2b ¿ suspect medical device common name - hemostatic device. For endoscopic gastrointestinal use and product code - qau. Continued: section e. Initial reporter; occupation: unknown. Continued section g4: PMA/510(k) #: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray as intended. The co2 cartridge discharged upon deactivation and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. However, the regulator components popped out of the regulator at this point of the investigation and further functional testing was not possible. The device was disassembled and the tubes were disconnected for removal of any powder. The back tube contained loose powder. Large, hard clumps of powder were present in the center powder chamber cannula. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. The returned catheter was clogged, which is a possible root cause for the internal clog. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel. . .note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package.". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.